Manufacturer narrative:
On 10/8/2019, mentor became aware the correct date of implantation was on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Device evaluation summary: during evaluation of the sample it was observed to be intact. No anomalies were observed. Excessive postoperative accumulation and/or transient reaccumulation of fluid around an implant most likely occur soon after surgery; however, it can occur at any time. Symptoms from seroma may include swelling, pain, and bruising. While the body absorbs small hematomas and seromas, some will require surgery. Seromas presenting after the immediate post-operative period may require additional work-up by the surgeon. Hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. While the body absorbs small hematomas, some will require surgery. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at any time. Careful hemostasis is important to prevent postoperative hematoma formation. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Reason for device explant and/or reoperation: seroma, hematoma. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. It was reported that a (B)(6)-year-old female patient who underwent breast implant surgery procedure with mentor medical devices (smooth hpg, 550cc date of implant (B)(6) 2017 ) experienced developed hematoma and seroma in the area of the left breast implant. As a result, the patient had undergone breast implant removal and replacement with cat#:3505504bc, sn#: (B)(4) on (B)(6) 2019. No further information is available at this time. Should more information become available, this case will be re-assessed, and notes will be updated. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is considered serious and reportable.